Manufacturer narrative:
No blank display noted. Pump passed self test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis found no low battery alert on event date. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Battery cycle 20.0 received the lowbatteryalert (104) on 05/26/2025 20:52:00 after more than 7 days at 25.83 days. Battery cycle 19.0 received the lowbatteryalert (104) on 05/01/2025 00:58:00 after more than 7 days at 27.12 days. Battery cycle 18.0 received the lowbatteryalert (104) on 04/03/2025 12:03:00 after more than 7 days at 24.42 days. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly noted. The p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). No blank display noted. Customer alleged for unexpected battery power loss not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was declined by the customer. No harm requiring medical intervention was reported. Mmt-1882 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.